Event description:
The patient noted that a storm came through the area and now the remote monitor light constantly flickers. A new power cord is being mailed to the patient. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply output voltage was out of specification. Due to this condition the monitor was unable to power up.

Event description:
The patient noted that a storm came through the area and now the remote monitor light constantly flickers. A new power cord is being mailed to the patient. No patient complications have been reported as a result of this event. It was further noted that the remote monitor was returned.